Event description:
It was reported that the user contacted support for assistance changing a 23-inch, 6 mm infusion inset on an ilet system, after which the agent guided the user through the supply change and insulin delivery resumed; the user also reported recent meal announcement and subsequent elevated blood glucose. Symptoms included hyperglycemia with a reported maximum blood glucose of 229 mg/dl lasting about one hour, without ketone testing, medical intervention, or other assistance. Outcomes included transient hyperglycemia without hospitalization or serious injury. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed that the device resumed delivery after the infusion set change, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.